Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of sensing due to a discrepant integrated circuit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited loss of output and no sensing. The device was explanted and replaced. The patient was doing well.